Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval?: yes. D10 returned to manufacturer on: 1/4/2021. H6 investigation: DHR and manufacture records were reviewed, no abnormality was found. Inspected cannula angle, cannula appearance and cannula pull force for 7pcs representative parts from customer. All results passed. Inspected 7pcs retention sample cannula angle, cannula appearance and cannula pull force. All results passed. Based on the investigation, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen needle 32gx4mm 7 pack was unable to deliver insulin/medication. In addition, it was stated that a portion of the needle became embedded within the patient, though it has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: reported the needle is break off during use. On (B)(6), the customer bought 24 boxes. On november 7, the injection did not finish pushing and could not push any more. After pulling out, I found that the front of needle was broken. The needle was not reused. 1 broken needle was in the patient's body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 32gx4mm 7 pack was unable to deliver insulin/medication. In addition, it was stated that a portion of the needle became embedded within the patient, though it has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: reported the needle is break off during use. On sep 29, the customer bought 24 boxes. On (B)(6) 2020, the injection did not finish pushing and could not push any more. After pulling out, I found that the front of needle was broken.the needle was not reused. 1 broken needle was in the patient's body.